Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug-eluting stent to treat a lesion in the rca. It is reported that when the stent was removed, the stent strut was seen to be jutting out. Another resolute integrity stent was used. No injury reported.

Manufacturer narrative:
Additional information: the target lesion was reported to be calcified and tortuous with 90% stenosis. The device was inspected before use with no issues noted. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion and excessive force was used. The physician completed the procedure with the other resolute integrity stent. The account did not feel there was a product defect more that excessive force was used during a difficult case. If information is provided in the future, a supplemental report will be issued.